Event description:
The customer reported that the system displayed multiple errors including an overload fault error message that would likely cause the system to shut down. There is no report of pt injury or death.

Manufacturer narrative:
The customer canceled the service call.